Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir will not lock or click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir thread was broken. The blood glucose level was 343 mg/dl. Customer stated that he reservoir comes out and taped was used to place in it. The insulin pump will be returned for the analysis.